Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Product ID# mc1vr01-delsys. Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the lumen of the delivery system was torn. The articulation of the delivery system was out of plane. The delivery system outer shaft was kinked/buckled. The delivery system inner shaft was mechanically kinked/bent. Blood was observed on the outer shaft of the delivery system. Blood was observed on the device cup of the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. The outer shaft is kink/buckled at 5.4 cm from the distal end of the delivery system. The inner shaft is kinked at 1.5 cm from the distal end of the recapture cone. There is blood on the outer shaft located at the distal end of the stability member. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 28-jul-2020 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? Yes. Return date: 01-aug-2019. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 05-mar-2019. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited high thresholds and placement difficulty during the implant procedure. The device was removed and a new leadless ipg was attempted. The second leadless ipg exhibited unacceptable capture thresholds and placement difficulty and was also removed. No patient complications have been reported as a result of this event.